Event description:
Based on information reported to davol: ni/ni/ni - the patient underwent implant of ventralight st mesh. Ni/ni/ni - the patient underwent explant of the mesh material for alleged infection.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. No medical records have been provided and no sample has been returned for evaluation. While there is no evidence that the mesh was the source, infection is listed as a potential adverse reaction in the product's instructions for use. We have contacted the initial reporter to obtain additional information and to have the sample returned. If additional information is received, a followup MDR will be submitted.